Event description:
It was reported that the patient's blood glucose level rose to 20.7 mmol/l (372 mg/dl) while wearing the pod longer than 48 hours, despite administering multiple boluses. The patient reported being unsure if the cannula was properly seated in the infusion site arm. Additionally, the patient reported the smell of insulin and leaking during wear. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.